Event description:
It was reported that the patient experienced jolting. The device was on, and the jolting was described as periodic. The patient had not used the patient programmer in over a year. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3998 lot# v080086, implanted: 2008 (B)(6), product type lead product ID, 37752 serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37742 serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3708340 serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708340 serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).